Manufacturer narrative:
Based on the claim against the product by the customer noting fenestrated bipolar broke mid-shaft, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported. Although the complaint regarding instrument breakage was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. The probable root cause of the breakage on the fenestrated bipolar instrument cannot be determined based on the information provided. Since the instrument was not returned and the log review was unable to be performed. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci assisted laparoscopic hysterectomy and sacrocolpopexy the fenestrated bipolar forceps instrument got caught on the cannula of another instrument as the attempts were made to free the instrument the fenestrated bipolar broke mid-shaft. All the parts of the device were retrieved. There is no further information available.